Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0erfa, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was experiencing loss of therapeutic effect. Explant of lead was planned for (B)(6) 2014; new lead to be placed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the lead was replaced and will not be returned. The patient was doing well. It was reported seven days later that the lead failed. When the healthcare provider went in to replace it, it was twisted around the battery several times. It was reported three days later a twisted lead around stimulator and twiddler syndrome.